Event description:
The customer reported that the system performed an uncommanded shut down. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power plug was evaluated and reconnected. The system was tested and found to be working as intended and returned to service.